Event description:
It was reported the device has an upstream sensor issue. Patient involvement is unknown. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was used and not in its original packaging. The tamper seal was not broken. Review of the event history log (ehl) showed downstream occlusion and upstream occlusion alarms. A visual and functional test were performed and the reported issue was not duplicated. Multiple upstream occlusions and downstream occlusions alarm messages were detected in the device's event history logs. Device was serviced in (B)(6) 2023 for "cassette error, downstream occlusion sensor" issue. The root cause could not be determined. As a preventive measure, the upstream occlusion sensor and downstream occlusion sensor were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.